Event description:
As device serial number was not provided, device history record could not be reviewed. Device history log review was no necessary because the root cause was known. Error 22 on the agilia connect range is a known issue for which an internal CAPA was opened to reduce the occurrence of this error. The investigation into this error showed that it was mainly due to a faulty force sensor. The modification to this CAPA has been deployed with (redesign of force sensor soldering agilia sp) on which the first sn with the modification is (B)(6). For all devices with a serial number lower than (B)(6), if error 22 occurs, please replace the force sensor directly in the device. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: started alarming forced sensor. Unable to reprogram syringe driver. Turned off and on and no change. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.